Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. Field service engineer (fse) could not duplicate the reported error but found the error in the ventilator diagnostic logs. The fse replaced the sensor pcb tested unit passed all performance tests and is ready to be returned to service. The sensor pcb was return for analysis. The return sensor pcb passed all tests. An investigation was performed and no faults were found on the returned sensor pcb. The reported complaint of high internal oxygen alarm error was not duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported high internal o2. There was no patient involvement.